Event description:
N/a.

Manufacturer narrative:
The icast covered stent delivery system was not returned from the field for evaluation. Based on the case details the physician attempted to stent the celiac artery during an aortic endograft procedure. The stent had dislodged from the balloon within the tight turn into the celiac artery. If the device in question had been returned the surface of the balloon that is under the crimped stent would have been evaluated to determine if the stent was properly crimped during the manufacture of the device. When the stent is crimped on to the balloon the imprint of the stent frame is left on the surface of the balloon. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems are tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following. ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check. Atrium medical only releases production lots that have passed the aforementioned performance and quality requirements. A review of the catheter stent retention data obtained from this testing indicates that the lowest stent dislodgement force was7.8newton¿s. This value is well above the =2.9 newton requirement. Summary/conclusion - based on the investigation atrium medical corporation cannot conclude that the device was faulty. It is likely that the stent was dislodged while taking the tight turn into the celiac artery. Atrium medical corporation has not tested or evaluated the device for use in the celiac artery.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
The stent came off of the balloon as they were trying to cannulate the celiac through an ansel sheath.